Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h3, the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to cause traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the videoscope was plugged in, the error message "scope communication err (b30)" was displayed. There was no report of patient harm associated with this event.